Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a bacteremia infection after a second hip surgery. It was noted that the patient has broke her hip twice since the implantation of the cardiac resynchronization therapy pacemaker (crt-p). Two blood tests were performed, and results showed a (B)(6). No sign of active pocket infection was also noted. The crt-p system was removed. No further patient complications have been reported as a result of this event.